Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that her fasttake meter was reading inaccurately erratic. The pt reported that she obtained a hi, had a piece of toast, and a cup of tea to see her through the night. She re-tested and obtained a 5.2 mmoi/l. She contacted her physician as a result of readings and was advised to retest. The re-test prompted a result of 6.5 mmoi/l. The results were reported to have been within 30 mins apart. She did not experience symptoms of high or low blood glucose levels during the time of testing. No further treatment was sought. The customer svc rep walked the pt through the meter memory and discovered a result of hi and 5.1 mmoi/l with the lifescan meter, performed within 15 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mmoi/l, thereby indicating a potential malfunction of the meter in terms of precision. The csr was unable to walk the pt through qc testing, as the control solution had expired. The pt neither alleged harm nor experienced injury. Based on the unmet precision criteria, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced.